Event description:
Reportedly, on (B)(6) 2019 at approximately 18:00, the patient was resuscitated and submitted to the hospital in emergency. The pacemaker could not be interrogated; no led were lit on the programming head. No magnet reaction and no pacing were observed. The patient was under intensive care with artificial respiration. The pacemaker was explanted and returned for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Based on the preliminary analysis of the returned unit, the reported event most likely resulted from the external defibrillation shock.

Event description:
Reportedly, on (B)(6) 2019 at approximately 18:00, the patient was resuscitated and submitted to the hospital in emergency. The pacemaker could not be interrogated; no led were lit on the programming head. No magnet reaction and no pacing were observed. The patient was under intensive care with artificial respiration. The pacemaker was explanted and returned for analysis.

Event description:
Reportedly, on (B)(6) 2019 at approximately 18:00, the patient was resuscitated and submitted to the hospital in emergency. The pacemaker could not be interrogated; no led's were lit on the programming head. No magnet reaction and no pacing were observed. The patient was under intensive care with artificial respiration. The pacemaker was explanted and returned for analysis.